Event description:
The dexcom cgm repeatedly gave me significantly different readings than a fingerstick glucose monitor did. This resulted in a reading of 40 for my glucose level, an unnecessary ambulance ride and expense and a stay of a few hours in the (B)(6) hospital. I have also had an increase in insulin doses prescribed based off of these faulty readings. The most recent event was tonight at home the dexcom cgm read above 400 for my sugar level but after verifying via fingerstick my actual and true glucose level was 287. That is huge discrepancy. A 113 point discrepancy to be exact. Dexcom has some serious issued with its products and should be held accountable for the accuracy of their products. Pt code: 4582. Device codes: 1535, 2460. Ref report: mw5180494.